Event description:
The customer reported that while operating, the advia labcell automation system dropped patient sample tubes. The tube contents spilled. There are no known reports of exposure to biohazardous material due to the dropped tubes. A duplicate sample was not available and a patient sample was redrawn. There are no known reports of patient intervention or adverse health consequences due to the dropped tubes.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse analyzed the advia labcell automation system. The cse determined that the sampling probe at an instrument interface has not correctly aligned. The cse adjusted the sample probe at the track and applied lubrication to the sample probe slide. The system was monitored during sample tube aspiration and is performing according to specifications. No further evaluation of the device is required.